Manufacturer narrative:
Medical history was received and reviewed. Info indicated that implant was removed due to infection, pain, mobility, and granuloma. Pt admitted to dr that he had been eating hard foods in the surgical area and chewing on the bony ridge. Infection, compounded by granuloma and the pt's chewing hard foods in the surgical area, is the probable cause of failure.

Event description:
4 implants placed 8/14/97 (and 4 additional implants placed 1 week later). 2 implants were removed 10/1/97. Pt is in good health, with no infection at the site. Mobility was noted. One person affected.